Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e1(establishment name updated to olympus), e1(address - line 1, city, state, province, or territory, post office or zip code and telephone number must be removed and left blank) and g2 (to select company representative and deselect user facility). Correction to g3 of the initial medwatch. The aware date should be jun 19, 2024. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. No deformation of the foreign material residual area was confirmed. The event can be detected/prevented by following the instructions for use: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle had foreign objects. There were no reports of patient involvement.

Event description:
It was reported the videoscope nozzle had foreign objects. The issue was discovered during repair. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.